Event description:
It was reported that the user disconnected the ilet pump for a workout, then ate a meal and charged the pump before reconnecting, resulting in a period without insulin delivery and a high blood glucose of 249 mg/dl. After remote guidance, the user performed a supply change and insulin delivery resumed, with a subsequent reading of 143 mg/dl, and no device component was implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.